Event description:
The facility reports the patient was being transferred up in the lift, hanging in the sling, when their back started itching. As patient let go of the boist to scratch and turned their upperbody backwards, the sling became loose and pt slipped down. It was not possible for the carer to guide to the floor. The pt fell on the floor and suffered a broken left knee and broken upper leg. The pt was placed in a hospital but has since returned to the care home.